Event description:
It was reported by the rep the device was used in a laparoscopic bariatric procedure. It was reported the device opened and misfired on the first firing. The misfire was on the first firing only. A new stapler was opened and no subsequent problems occurred. The rep states the surgeon routinely oversews staple lines and that is how the problem was corrected; the proximal end of the staple line formed properly, but the distal end staples did not fully form. There was no consequence to the pt.